Manufacturer narrative:
The investigation for the console "pump not detected" issue has been completed. Data logs were reviewed which confirm an impella defective alarm was issued on the date of occurrence. An intermittent impella defective alarm was observed during investigation in the lab without a pump being attached to the console, complicating using isolation for troubleshooting. The pump was returned for evaluation. Inspection of internal circuitry revealed no anomaly. Despite power supply being adequate, the impellatronics board is suspected and will be replaced as a likely defective component. The root cause for the impellatronic defective alarm is most likely a defective impellatronics board. Corrections to the initial MFR report: g1 MDR reporting contact email. H6 impact code 925 removed.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when the automated impella controller (aic) was turned on, an impella defective alarm occurred. The aic was removed. No patient involvement.